Manufacturer narrative:
Evaluation summary the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff presents a series of small cut, the failure mode cut in cuff is confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According tot he reporter, prior to use on a patient, air leak was confirmed during cuff check. There was no patient involvement.